Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to heart failure at an outside facility. The outcome was not device related, and the device operated as expected. The device would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 lvas in section 1, ¿introduction¿ including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to complications with pneumonia and was not related to heart failure or the device. The patient passed away at an outside facility. The outcome was not device related, and the device operated as expected. The device would not be returned. The left heart failure existed pre-lvad implant. The device was not returned. The patient had no right heart failure.